Manufacturer narrative:
The product involved in this complaint is not available for evaluation. A follow-up report will be provided upon conclusion of the investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The patient experienced abrasions and bruising upon removal of the drape. Additional information has been requested regarding this incident; however, no response has been received.

Manufacturer narrative:
No samples or photographs were provided for evaluation; therefore, the reported issue could not be confirmed. The device history record for the associated lot was reviewed and verified that all manufacturing and quality requirements were met prior to release. No rework activities or special conditions were documented. Trend analysis indicates no recurring issues related to drape abrasion. There were no reported incidents from january 2025 through january 2026, with only two incidents recorded in february 2026. The complaint was forwarded to the appropriate functional area for investigation and root cause assessment. A comprehensive review of manufacturing records, quality systems, and complaint history identified no abnormalities or quality concerns. Abrasion is a known, low-risk characteristic associated with surgical drapes and may occur during normal use due to patient movement or contact with the material. The product materials, including adhesive tape and fabric, are validated for medical use and comply with all applicable regulatory and biocompatibility standards, including non-irritating, non-sensitizing, and non-cytotoxic classifications. No recent material or process changes have been implemented. Based on the available information, no product performance or manufacturing-related issue was identified. Relevant personnel have been notified to ensure awareness of the reported incident. This product incident is documented in the o&m halyard, inc. Complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.